Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure laparoscopic cholecystectomy, after the initial clip while using the clip applier, a small plastic fiber was observed inside the abdominal cavity. As stated, the device fragment or component fell into the patient¿s cavity and it was not left in the patient. There was no patient injury.